Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip that malfunctioned.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on an unknown date. During the procedure, the clip malfunctioned. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on an unknown date. During the procedure, the clip malfunctioned. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to 02/01/2024 based on the date the manufacturer became aware of the event. Block h6 has been updated to code all e-u products device damaged/defective, deeming this a non-reportable scenario.